Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined the stent movement (unstable stent) was due to operational context. It is likely that the stent became loose on the balloon due to interaction with the lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed, moderately tortuous, moderately calcified lesion in the right iliac artery. Pre-dilatation was performed with an unspecified balloon dilatation catheter. An 8.0x19mm omnilink elite stent delivery system (sds) was then advanced without resistance. The stent advanced slightly beyond the target lesion, and when the sds was pulled back to position the stent in the target lesion, the stent began to come off the balloon. The balloon was then inflated to 16 atmospheres to deploy the stent partially within the target lesion. The procedure was concluded after the omnilink stent was deployed without any further treatment of the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.